Event description:
It was reported that at the initial activation, all electrode channels were ok. On (B) (6), 2008, 5 channels showed status hi and were deactivated. On (B) (6), 2008, 10/11 channels showed status hi. Coupling and integrity were ok.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.